Event description:
Primary surgery on (B)(6) 2016, patient fall on 2022, pain worsened on (B)(6) 2024. On radiography stem loosening and subsidence confirmed. On (B)(6) 2024, about 8 years after the primary surgery, the surgeon revised successfully the stem, head and liner.

Manufacturer narrative:
Batch review performed on 22 december 2024: lot 156253: (B)(4) items manufactured and released on 02-march-2016. Expiration date: 2021-02-17. No anomalies found related to the problem. To date, all items of the same lot have been sold with one similar reported event during the period of review. Clinical evaluation revision surgery done 8 years after primary surgery due to loosening and subsidence of the stem. According to report the patient fell in 2022 and the pain continued until (B)(6) 2024. From radiographic image, it is visible that the stem subsided probably due to the fall and the high weight of the patient. With the information at hand there is no reason to suspect a malfunctioning device.

Manufacturer narrative:
Visual inspection performed by r&d department: looking at the stem body opaque white film spots are visible on some parts of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the neck, on the taper and on the collar of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.